Event description:
It was reported that the patient presented for follow up. A device interrogation revealed inappropriate shock delivered by the implantable cardioverter defibrillator. Inappropriate shock was attributed to over-sensed noise caused by electromagnetic interference (emi) from the patient's left ventricular assist device (lvad). Programming interventions were made. The patient was stable.